Event description:
It was reported that during a da vinci hysterectomy procedure, the pk dissecting forceps instrument started moving in awkward directions. The surgeon could not control from beginning of case. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the pitch cable was loose. The pitch cable was derailed inside the housing as the clamping pulley created the loose tension at the distal clevis area. Additional observations not reported was the pitch cable was frayed at the distal clevis hub. No damage was found at the clevis. There were scratches on the surface of the distal pulley. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the frayed cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.